Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device saw head ratchet was difficult to turn, the slid-sleeve's o-ring was damaged, the motor vibrated excessively and the electronic control unit (ecu) stopped working after pre-test (no output voltage). It was further determined that the ball from the gear bar was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. The assignable root cause for the ball from the gear bar being cracked was due to dimensional interaction, incorrect specification (design), inadequate measurement and procedures were not performed as adequately defined. A CAPA has been initiated to address the cracked gear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reciprocator device collar was very difficult to move. According to the reporter, the user tried lubricating the coupling end but it just wouldn't lock into position. There were no reports of delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.